Event description:
"It always seems to be on the very first cut, the needle does not cut the tissue sample". "The doctor will then repeatedly charge and fire the needle". "Then dr gets it to cut tissue on the second try".